Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense (r/s) channel that resulted in pacing inhibition and inappropriate shocks (note the patient is pacer-dependent). It was reported that the noise could be reproduced with valsalva and that all impedance measurements were normal. It was noted that the device sensitivity was reprogrammed to least. The caller also faxed electrogram strips for technical services (ts) to review. A guidant ts consultant noted that these results were consistent with diaphragmatic oversensing and recommended either evaluating lead positioning via an x-ray and repositioning it (with temporary pacing support) or dropping in a new r/s lead.